Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A health care professional reported that the pump was explanted due to infection. The patient was implanted in (B)(6) 2017 and had not yet completely healed from the implant surgery. The patient underwent a colostomy and experienced leakage, which ran over the pump implant site. The physician believes the leak may be the source of infection. Antibiotics were administered and the decision to explant the pump was not made until (B)(6) 2017 in order to give the patient a few days to recover from the infection. The physician reported that he wanted to avoid explanting the pump as pump therapy provided relief for the patient, but the pump was explanted as the patient did not successfully recover from the infection in this time period. The device was returned for investigation. Pump therapy is intended to treat pain associated with cancer.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. A review of the sterilization records indicated that there were no non-conformances or issues related to the device. (B)(4)